Event description:
It was reported that during a colectomy procedure, the stapler prefired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Lot #: l53w8l. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by the device pre-fired? Did the device staple? If the device stapled was the staple line complete? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? What confirmation was received that the device was fully fired? When was the safety removed? The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: please explain what is meant by the device pre-fired? Did the device staple? If the device stapled was the staple line complete? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? What confirmation was received that the device was fully fired? When was the safety removed?